Event description:
While performing test on the unit, physicist was switching from small film tray to large film tray by manually rotating bucky mechanism. Mechanism struck physicist in elbow, resulting in a radius head fracture.